Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemi colectomy, on an ileotransversostomy, after firing, the blade could not pull back. On a dry test, without patient contact, a 2nd reload could not also pull back. On a second ileotransversostomy, a 2nd handle was used and the 3rd reload could not be fired. The handle was changed back to the first one and a new reload was used, and it worked properly. There was no patient injury.